Manufacturer narrative:
510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) -no code available used to capture device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, a patient underwent a hardware removal of three (3) unknown-screws: 6.5/7.3 mm cannulated due to avascular necrosis (avn) of the hip. Procedure and patient outcome are unknown. This is report 1 of 1 for (B)(4).